Event description:
It was reported from an eye care professional that a patient first presented with corneal erosion that was not adequately treated. The erosion led to conjunctival inflammation and an abscess was diagnosed in the right eye. Lens wear was temporarily discontinued. At the time of reporting, the patient was still experiencing symptoms and had not resumed lens wear. No further was provided.

Manufacturer narrative:
(B)(4). The product was returned and the eval is in progress. The device history and sterilization records were reviewed and there were no nonconformances or deviations which contributed to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).